Event description:
A malfunction alarm was reported by the customer, specified as malfunction code 12. There was no reported impact on the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, which prevented further occurrences of the malfunction code, and was advised to continue using the pump while monitoring for any recurrent issues.